Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional information received indicated that they were not able to torque the device. There was no evidence of physical material within the device. Resistance was felt with the infusion catheter about 3 cm, expected at the interface. A 0.014-inch guide wire can was able to pass through prior to the encountered resistance. The 20 minute prolongation of the procedure was not clinically significant. An adequate flush was maintained through the devices. Treatment was to the posterior communicating artery aneurysm with good proximal vessel condition, no tortuosity, no plaque. Complaint conclusion: as reported by the field, during a stent-assisted aneurysm embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 7258275) became impeded at about 3 cm after advancing within a prowler select plus 150/5cm microcatheter (606s255x, 30908356). The stent could not advance or withdraw anymore. The physician removed the microcatheter and stent from the patient¿s body and switched to new devices to complete the surgery. The procedure was prolonged about 20 minutes. There was no patient injury reported. Additional information received indicated that they were not able to torque the device. There was no evidence of physical material within the device. Resistance was felt with the infusion catheter about 3 cm, expected at the interface. A 0.014-inch guide wire can was able to pass through prior to the encountered resistance. The 20-minute prolongation of the procedure was not clinically significant. An adequate flush was maintained through the devices. Treatment was to the posterior communicating artery aneurysm with good proximal vessel condition, no tortuosity, no plaque. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30908356 number, and no non-conformances related to the malfunction were identified. Catheter - obstructed-in patient with loss of mc cerebral target position is a known potential procedural complication associated with this device. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent-assisted aneurysm embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 7258275) became impeded at about 3 cm after advancing within a prowler select plus 150/5cm microcatheter (606s255x, 30908356). The stent could not advance or withdraw any more. The physician removed the microcatheter and stent from patient¿s body and switched to new devices to complete the surgery. The procedure was prolonged about 20 minutes. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30908356 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00280 and 3008114965-2023-00281. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.